Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. There is an in-process inspection to inspect for product damaged, no catheter tubing defect qn being raise for the assembly needle batch used to produce this complaint batch.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement the following information was provided by the initial reporter, the patient presented to our hospital on (B)(6) 2025, with a pulmonary infection. On (B)(6) 2025 at 8:30 am, the patient was found to be unconscious. The right upper limb radial artery was obstructed, and the catheter was removed. The on-duty nurse assisted the doctor in establishing a left upper limb radial artery catheter under sterile conditions at the bedside. It was discovered that the needle catheter was fractured. A new arterial catheter was immediately replaced, and it functioned normally thereafter.